Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of 500 mg/dl. The customer was treated for their blood glucose with manual injections. The customer stated they called to have their insulin pump replaced. The customer did not mention what caused their blood glucose levels to rise. The customer did not return the product back for analysis.

Manufacturer narrative:
The pump had no button response due to flattened dome switches on the esc, act, up arrow and down arrow buttons. The keypad connector on the lcd board was locked. Unable to perform the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. The pump had minor scratches on the display window.